Event description:
At follow-up, appeared to be atrial fib on the marker channel, but during testing it was clear the patient was in sinus rhythm. Could not determine what occurred during testing of lead and pacemaker, so system was replaced.